Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump passed all operating currents. The pump tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin pump had a blank display. The customer's blood glucose was 479 mg/dl at the time of incident. The customer's blood glucose was 541 mg/dl at the time of call. The customer stated that her blood glucose reached over 600 prior to the call. The customer stated that she treated her high blood glucose with manual injections. The customer stated that she changing a new battery cap did not resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.